Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00677. "On or about (B)(6) 2008," a monarc subfascial hammock was implanted. It was reported that the pt underwent a second surgery on (B)(6) 2010, at which time she was implanted with another ams mesh implant. The mesh implants wers used, "to treat pelvic organ prolapse and/or stress urinary incontinence and/or rectocele and/or other conditions." It was reported that, as a result, the pt has suffered injuries, "including but not limited to, pain, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage, inability to engage in chose and necessary activities, potential for additional surgery and loss of enjoyment of life," and she "has suffered and will continue to suffer mental anguish, humiliation, diminished capacity for the enjoyment of life, and other injuries including, severe and permanent pain, suffering, disability, impairment, severe and permanent injuries.